Event description:
During intubation of the patient, it was noted that the co2 monitor was not working. The patient had a difficult airway and the anesthesiologist was unable to determine proper placement of the et tube.clinical engineering found an internal sampling line to be occluded.--------------------------------------------anesthesiologist technicians were called into the room. Dr's assistance was requested and the equipment was changed out.